Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_wrench_acc, product type: accessory. Analysis of the ins ((B)(4)) found that the set screw was backed out too far.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the lead would not plug into the implantable neurostimulator (ins) during the implant procedure on (B)(6) 2016. The hcp tried to back the screw off, but it was extremely tight. They almost removed the screw to hopefully make passage for the lead to plug in, but it still wouldn't advance. The hcp reinserted the lead into the percutaneous extension from the lead kit and it plugged in without issue. They did this to rule out an issue with the lead itself. The ins was explanted, replaced, and was returned. The replacement ins worked as it should and the issue was resolved. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.